Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a rotator cuff repair, when the orange dial was turned to drive the anchor, the healicoil kl pk anchor shredded due to the torque that was created when driving the anchor. The doctor was able to pull the pk pieces of the anchor out of the patient while the metal tip remained in the patient with the suture running through it. Non-significant delay was reported and it is unknown if a back up device was available and how the issue was resolved. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the metal tip remained in the patient with the suture running through it. The retained implantable metal tip is comprised of titanium, therefore, compatible is not an issue. Considering, the tip was retained with the suture running through it, micro-motion/migration is unlikely. According to the report, there was a non-significant delay, although, it is unknown if a back-up device was available and or how the issue was resolved. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time.